Manufacturer narrative:
A steris service technician arrived onsite and found that the fiber output cards and modems required replacement. The technician made repairs to the hexavue custom room rack, tested the function and operation, confirmed the unit to be operating to specifications and returned the device to service. No additional issues have been reported.

Event description:
The user facility reported that the images on the monitor connected to their hexavue custom room rack had lines throughout the images. The event did not occur during a patient procedure. No report of injury.